Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the ultra mini-bore extension set for syringe had a creak and leak at the attachment site, as clear fluids were noted on the floor next to the tubing. Although requested, additional information was not provided.